Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of delta cup wrench manufactured with lot #2014h6345. This is the first and only similar complaint received on this lot #. We will submit a final report once we complete our investigation.

Event description:
The thread of the wrench for delta cups (model # 9055.51.015) broke off intra-operatively. No reported consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the 30 pieces of delta cup wrench manufactured with lot #2014h6345. This is the first and only similar complaint received on this lot #. We received the broken instrument and we analyzed it. By a visual analysis, the threaded part of the tip, which is screwed to the delta cup before impaction in the acetabulum, broke off. The broken fragment of the thread wasn't returned, but it is not known whether the fragment was removed from the patient. Nevertheless, according to the received information, there were no consequences for the patient. The analysis of fracture reveals a fragile fracture, because: there is no visible deformation of the threaded surface near to the breakage point; and there is an angle of approx 90° between the broken surfaces and the direction of the load applied on the instrument. Moreover, we performed a dimensional check of the broken thread of the instrument, which did not reveal any dimensional anomaly, thus indicating that the device was released on the market according to specifications. The instrument is made of aisi 630 h900 heat treated. The hardness was performed on the broken instrument: a value of 50 hrc has been measured. The value detected complies with those recommended by astm a564 for aisi 630 h900 heat-treated (hrc >40). No pre-existing anomaly identified on the involved instrument and no corrective actions planned. It is unknown how many times the instrument was used before the breakage. An improper use (axial misalignment while impacting the cup, leading to unexpected stress of the threaded section of the instrument) may have been a possible cause of the breakage of the tip (thread) of the wrench. We are aware of 5 cases of intra-op breakage of the thread of these instruments (model # 9055.51.015) on a total of 792 delta cup wrenches manufactured since 2009. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
The thread of the wrench for delta cups (model # 9055.51.015) broke off intra-operatively. No reported consequences for the patient. Event occurred in (B)(6).